Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the replacement was scheduled for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the hcp wanted to replace the device de to impedance and telemetry charging issue. The rep reported that the hcp indicated the patient had been having high impedance values. The rep reported that she didn¿t have any readings. The rep reported that the patient had only been getting 2 coupling bars, unknown if the device was flipped. The rep reported that no x-ray had been done. The rep was not with the patient at the time of the call, so no troubleshooting could be done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was implanted on the right side of the abdomen and the patient had swelling after implant. The patient said, about a month after implant, they believed that there was something wrong with the battery because they could not connect to or charge the ins. The patient said the ins was later surgically removed and replaced for this issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.